Event description:
Infection was reported. The leads were removed, analyzed and subsequently tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial report of infection was received on (B)(6) 2010 and is normally submitted via an alternative summary reporting (asr) that would have been due on (B)(6) 2011. Information was subsequently received on (B)(6) 2011 that revealed an out of spec analysis for two 5076 leads. As there is new information, these leads no longer qualify for asr, and are therefore being submitted as a bimonthly report. Evaluation summary: (B)(4) the full lead was returned and analyzed. The outer insulation had breached depression; proximal conductor had blood/body fluid (not obstructed); outer insulation had cosmetic depression; and there was blood in/on the helix/lobe mechanism. (B)(4) partial lead in segments was returned and analyzed. The outer insulation had breached depression; distal conductor had blood/body fluid (not obstructed); proximal conductor blood/body fluid (not obstructed); outer insulation had cosmetic cut and cosmetic depression; there was blood in/on the helix/lobe mechanism (sleeve head) and on the helix/lobe mechanism.